Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31/2019. The manufacturer¿s international service technician evaluated the ventilator and did not identify any error codes in the diagnostic report. The reported problem was not confirmed. The ventilator successfully passed performance specification testing without requiring repair. No parts were replaced.

Event description:
The customer reported that the blower was not working. There was no patient involvement.